Event description:
Customer updated time and personal profile settings on the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer in updating the pump time and advised monitoring for further discrepancies of more than five minutes, with instructions to follow up if issues recur.